Event description:
It was reported that the zimmer air dermatome was not laying skin out smoothly additional clinical follow up with the customer indicated that the harvested graft was unable to be used and an additional unplanned graft harvest was required from the patient. An alternate device was retrieved to complete the surgery; however there was no report of an extension or delay in surgical time as a result of the reported issue.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.